Event description:
Per the audiologist, the pt did not respond with the cochlear implant system at initial stimulation in 2008. Results of an integrity test, done ten days later, were consistent with normal receiver/stimulator function. Results of electrode tests were unclear. A CT scan (date not reported) report stated that the "stimulator wire of the implant does not enter the cochlear". This report is consistent with the electrode subtests on the integrity test. The pt's device was explanted seven months later, and the pt was implanted with a new device during the same surgery. Neural response telemetry responses were obtained on several electrodes during surgery.

Manufacturer narrative:
This is a final report, filed december 23, 2008.